Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to lock p-cap into place and unable to do displacement test due to partially broken retainer. The following were noted during visual inspection: cracked lcd window, scratched case, cracked reservoir tube lip, broken battery tube threads, partially broken retainer, pillowing keypad overlay, missing o-ring (reservoir tube). Cosmetic damage was confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a hairline crack at the front screen of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.